Event description:
It was reported that the patient experienced cardiac arrest and hypotension requiring additional intervention. The patient underwent endovascular repair under local anesthesia. The 60% stenosed and occluded target lesion was located in the moderately tortuous and mildly calcified common iliac artery, external iliac artery, and mid to distal end superficial femoral artery. After gaining vascular access with a 5f femoral artery puncture sheath, a v-18 guidewire was advanced followed by placing a 6f 45cm sheath. Predilatation was performed using an 8x80 mustang balloon followed by advancing an 8x100x120 epic vascular self-expanding stent; however, resistance was felt during introduction and the stent could not reach the lesion site. During withdrawal, significant resistance was noted and the physician applied significant force. After removal, it was noted that the stent delivery shaft and the middle section of the stent was kinked which led to crossing failure. The patient is older and had suffered multiple underlying diseases, and at this point, the patient had a cardiac arrest due to drop in blood pressure. The physician carried out a series of first-aid compressions. The patient's heartbeat gradually revived, and the indicators slowly recovered. The stent implantation was suspended considering that the patient had underlying diseases, and the procedure had taken nearly three (3) hours. Patient was stable post procedure.